Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Review of event description: it was reported that on (B)(6) 2013 a durasul alpha insert was implanted and revised on an unknown date. As this is a legal case no further information is provided. Review of received data: no medical data relevant to the case has been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. Conclusion: it was reported that on (B)(6) 2013 a durasul alpha insert was implanted and revised on an unknown date. As this is a legal case no further information is provided. As soon as additional information is provided we'll re-open the complaint and update the investigation. The investigation did not identify a nonconformance or a complaint out of box (coob). Unfortunately, with the information provided, we are unable to provide further analysis of the complaint reported. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Therapy date: unknown. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Product not available.

Event description:
It was reported that the patient had a revision procedure due to unknown reason.